Event description:
It was reported that multiple occlusion alarms occurred. Reportedly, customer removed or added insulin outside of the load sequence. Additionally, it was reported that the pump fill estimate was inaccurate. Customer's blood glucose was 142 mg/dl. Customer reverted to manual injections.